Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: d9, g3, g6, h1, h2, h3 and h6 this device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the tension indicator of a 6/7f mynx control vascular closure device (vcd) did not work, so it was "recalled". There was no reported patient injury. The device was used in a carotid treatment procedure. Additional information was requested but not provided. The device will be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6 as reported, the tension indicator of a 6f/7f mynx control vascular closure device (vcd) did not work, so it was "recalled". There was no reported patient injury. The device was used in a carotid treatment procedure. Additional information was requested but not provided. A non-sterile mynx control vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that buttons 1 and 2 were not depressed. The sealant was found in its manufactured position, fully covered by the sealant sleeves as received for this investigation. Also, the balloon was fully exposed as expected due to the manufactured position observed for button 2. No secondary damages or anomalies were observed to the returned device. Additionally, the syringe used with this unit and the procedural sheath were not returned for the evaluation. A functional test was executed by pulling the distal tip to achieve the tension indicator position change. After adequate tension indicator line alignment, buttons 1 and 2 were depressed. The results of this evaluation were accurate to the expected deployment mechanism, deploying the sealant and retracting the balloon. The reported event of ¿tension indicator-no change to tension indicator¿ was not confirmed through analysis of the returned device since it passed functional analysis. The exact cause of the issue experienced could not be determined during product evaluation. Based on the limited information available for review and product analysis, it is not possible to determine what factors may have contributed to the reported event of the tension indicator not changing during use, especially since there were no issues noted during review of the returned device. However, procedural/handling factors are possible. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states, ¿grasp the device handle and align the device with the tissue tract. Pull gently to retract the device until the black line in the tension indicator window aligns with the markers on the side, indicating the balloon is abutting the arteriotomy with the correct amount of tension.¿ neither the product analysis, nor the information available for review suggest that the reported incident is related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.